Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was m ade to attempt to remove the sensor. Sensor wasn't palpable before the incision. Transmitter, magnet and ultrasound was used to localize the sensor but no signal was detected.

Manufacturer narrative:
User reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. At the time of the call, the user was doing well. Sensor wasn't palpable before the incision. Transmitter was used to localize the sensor but no signal was detected. Ultrasound and magnet were also used to localize the sensor. During the second removal appointment on (B)(6) 2025, the sensor could not be localized via x-ray. No sensor was visible in both his arms. The sensor has undergone biocompatibility testing and meets the requirement of a permanent implant. Therefore, it would not cause any biocompatibility concern if left in the patient for longer period. However, the user should continue following up with hcp to have the sensor removed. No further information is available at the time of closing this complaint/inability to remove the sensor is a known and anticipated potential adverse effect, which does not require additional investigation. B4. Date of this report 03 oct 2025. G3. Date received by the manufacturer? 03 oct 2025.